Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed which identified the spike came apart from the tubing. The sample was functionally tested including pressure and clear passage testing; a leak was noted however, no blockage was observed. A pull test was performed on the set and no separation was noted in the remaining joints of the set. The reported condition was verified. The cause of the condition was related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set leaked. When the infusionist was ¿twisting the spike into the port¿, the leak occurred. Approximately 12 drops were noted to leak onto the 'blue pad'. Upon further inspection, the tubing detached from the spike probe. The set was replaced and re-spiked into the existing bag of cells. The infusion was completed within 15 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) (additional contact number). Should additional relevant information become available, a supplemental report will be submitted.